Event description:
Additional information: it was reported that the patient presented for a pump refill and continued to experience cervical spinal pain which radiated into the left upper extremity. The patient reported partial relief of pain with the intrathecal morphine infusion. The patient also reported knee and hip pain. Due to the volume discrepancies and pump replacement was discussed; however, the discrepancies with the residual volume were found to be within "appropriate range". The patient reported that it seemed the pump was "working without difficulty". During the refill 6.1ml were aspirated from the catheter and 4.8ml were expected. The pump was refilled. The plan was to continue the therapy and for the patient to return on the next refill date or if an alarm would start to sound.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected reservoir volume (erv). For the last two refills the arv was 7mls and the erv was 4.3mls. There were no audible alarms. The patient did not have any symptom change. The health care provider mentioned the potential for granuloma but testing was going to take place to determine why drug was not leaving the pump. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007; product type catheter.

Manufacturer narrative:
(B)(4).